Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The field service engineer (fse) visited onsite confirmed system cannot fully boot up. Upon troubleshooting, fse identified the flexvision pc was defective. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not fully boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.